Event description:
It was reported the pt experienced a change in stimulation from bilateral coverage to stimulation in the left side and abdomen, with little right-sided coverage. Surgical intervention took place, during which one tail of the original lead was unplugged from the ipg and an add'l lead was added. Effective coverage was restored following the procedure.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.